Event description:
It was reported that the ilet pump screen cracked after the user removed the device from a pocket, and the screen remained partially usable but the user experienced trouble using the device. Symptoms included no injury. Outcomes included continued blood glucose management with cgm unaffected and plans to return the device and receive a replacement. Investigation included internal review of the event and collection of product information. Investigation of this case revealed damage to the display assembly consistent with physical impact, with functional difficulty attributed to a cracked screen. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to physical damage.